Event description:
Customer reported the system is displaying a utg app download failed because of flash fail error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed and replaced hard drive. Loaded software and cal files. Checked system operations. Unit functions as intended.